Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully-covered stent was used during a procedure performed on (B) (6) 2010 ((B) (6) male; weight unknown). According to the complainant, the patient had a wallflex esophageal fully-covered stent placed on (B) (6) 2010 to treat an esophageal fistula. The stent migrated into the stomach. On (B) (6) 2010, the physician removed the stent and replaced it with a polyflex stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine and stable.

Manufacturer narrative:
(B) (4) therapy/non-surgical intervention, additional. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.